Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -3.0 diopter into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.